Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to a depleted battery. The device was at elective replacement indicator (eri). No information was received from the field regarding device settings. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced a syncopal episode and fell to the floor and suffered a head injury. The pulse generator exhibited end of life. The device was explanted and replaced.